Event description:
Surgeon was adjusting the 4.5 mm variable angle (va) locking compression plate (lcp) with the aiming arm anteriorly and posteriorly the outrigger popped off the attachment. When the surgeon pulled out the plate, there are 3 indents on the plate where the outrigger post would go and thread into the locking va hole. There are now tracks where the plate had slid and would not align. A new plate had to be used. After the position the ra mentioned he did not secure the aiming arm with a wrench as prescribed, which allows room for the plate to toggle. Surgery was delayed due to reported failure for 15 minutes. User facility mw# 2600320000-2013-8068 was received. A copy of the user facility report will be included in this report. This report is for an aiming arm. This is report number 2 of 2 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. User facility reported the patients age at the time of event to be (B)(6). Placeholder.